Event description:
Spacelabs received a report that a patient monitor failed to alarm when the ECG lead wires were disconnected from the patient.

Manufacturer narrative:
A spacelabs' field service engineer (fse) evaluated the subject device in the hospital and found that the default settings of the lead off alarm were changed by the customer. All lead off alarm tones were set to none therefore no alarm was generated during the event. Testing confirmed that the device worked to specifications and all alarms occurred correctly after resetting to default. The root cause was identified as the user's improper configuration. The fse reset all modules in the hospital to default with alarms turned on. The operations manual for patient monitor states the warning that "to protect the patient's safety, do not silence, suspend, or disable audible alarms without providing continuous, direct observation of the patient". The customer has been made aware of this. This report is considered final and the issue is closed.